Event description:
It was reported that during an implant attempt the device was pacing intermittently when the lead was tested and exhibited undefined resistance. It was noted the lead tested appropriately through the analyzer and the device was "defective". The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed. No anomalies were found.